Event description:
It was reported that the lead exhibited an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received final analysis found the proximal insulation was abraded and the proximal coil was exposed at 9 cm from the connector pin. The damage found is consistent with exposure to constant friction with another implantable device.